Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes, the device experienced discolored/ abnormal additive form. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: gel in wrong place after centrifugation. It causes problems with the instrument. Photo enclosed.

Manufacturer narrative:
Additional information has been received to change the initial event type of the original MDR. The changes are listed below. It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes, the device experienced gel smearing and poor barrier separation of the samples. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: gel in wrong place after centrifugation. Causes problems with instrument.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes, the device experienced gel smearing and poor barrier separation of the samples. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: gel in wrong place after centrifugation. Causes problems with instrument.

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for gel smearing was observed. Poor barrier separation was not observed. Additionally, retention samples from bd inventory were drawn with horse blood, mixed, before being centrifuged at 1300g for 10 minutes, using an mse mistral 1000 centrifuge. All separated as expected. No gel smearing was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for gel smearing based on the photo provided. This complaint is not confirmed for poor barrier separation. All testing on retention samples was satisfactory. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes, the device experienced gel smearing and poor barrier separation of the samples. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: gel in wrong place after centrifugation. Causes problems with instrument.